Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. On 05/09/2024, the patient cgm was reading 43 mg/dl, the patient was feeling ¿loopy¿ and nauseous. The patient was taken to the emergency room by a friend at 8:30pm due to hyperglycemia. The nurse checked the patient's fingerstick and bg reading was over 600 mg/dl. The patient was treated with IV insulin and was discharged the same day. Before being discharged the bg reading was 306 mg/dl. At the time of the report the patient was recovering. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.